Manufacturer narrative:
Unit was partially downloaded and showed a blank display. Unable to perform the displacement test and self-test due to blank display. Pump error 53 was present in the history download on (B)(6) 2025 from 16:07:07.000 through 16:33:55.000 (file number: 1; line number:0) due to hardware error. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly. Isolate to electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails, battery tube threads - cracked and scratched case. Pump error 53 was confirmed in adapt history files due to hardware error. Unit was partially downloaded and then showed blank displayed. No moisture damage was noted on electronic assembly during deconstructive analysis. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was not able to clear the error. No harm requiring medical intervention was reported. No product return is required for mmt-1886.